Event description:
Reportedly, the device was explanted after an implant duration of one year due to calcification. Device to be returned for evaluation. Surgeon replaced the device with a handcock ii-29 mm. Implant and explant dates are unknown. No additional information provided. The event became known by the hospital on 03/27/2009. Requested implant and explant dates. Requested operative report and patient condition pre and post op, if available. Also requested operative report from initial implant. Device history record (DHR) review is in process, results pending completion. No other information is available.

Manufacturer narrative:
Device not returned

Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. Customer was notified of evaluation results by customer letter. Device evaluation: moderate intrinsic and extrinsic calcification is detected through most of the free margins of all three leaflets. Minimal to moderate calcification is detected in the cusp area of all three leaflets. Calcification restricted mobility in leaflets and most likely led to stenosis. A gap is noted at the coaptation region. Minimal to moderate host tissue overgrowth is detected at the sent inflow and the stent outflow. The x-ray demonstrates calcification. X-ray